Event description:
It was reported that there was oversensing of noise leading to an inappropriate shock. The clinic was unable to reproduce the noise. Boston scientific technical services (ts) was consulted and suggested an x-ray. An x-ray was taken and not able to confirm any specific issues and the physician believed it showed normal placement. However upon review ts did note the electrode had a slight curly cue appearance at the sensing electrode location. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to secondary sensing vector. The s-ICD and electrode remained in service and no adverse patient effects were reported. The patient was deceased approximately six months later with no allegations relating to the s-ICD.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. This report is being filed to correct the b5 describe event or problem.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing of noise leading to an inappropriate shock. The clinic was unable to reproduce the noise. Boston scientific technical services (ts) was consulted and suggested an x-ray. An x-ray was taken and not able to confirm any specific issues and the physician believed it showed normal placement. However upon review ts did note the electrode had a slight curly cue appearance at the sensing electrode location. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to secondary sensing vector. The s-ICD and electrode remain in service and no adverse patient effects were reported.